Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced increased frequency of urination and urinary urgency.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedure posterior repair due to sui and rectocele. It was reported that following insertion the patient experienced bowel problems, organ perforation, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2005 due to erosion. It was reported that patient underwent excision of mesh on (B)(6) 2005 due to rectovaginal fistula and pelvic pain. It was reported that patient underwent insertion of spinal cord stimulator on (B)(6) 2006 due to pelvic pain. It was reported that patient underwent left ureterolysis, left salpingo-oophorectomy, right salpingectomy, resection of cystic mass, and section of mesh x 3 on (B)(6) 2013 due to sui, foreign body in mesh and dyspareunia.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that the patient underwent an explant of bilateral interstim battery, implant of bilateral peripheral s3 electrode, implant of bilateral interstim 2 programmable generators and neuro programming x2 on (B)(6) 2015, due to mechanical complication of implanted genitourinary device. No additional information was provided.